Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(6). (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation. The patient was prescribed steroids continuously so the patient¿s status was stabilized at the time of initial report. Current patient condition was reported as recovered with persistent condition. Additional information has been received the exact time of the event occurrence and surgery date,and event end date is not known at this time. According to the reporter, the event occured about 4-5 months ago. Currently, the patient has recovered. Reporter mentioned that he does not believe this is due to the lens but there are some other factors. The lens remains implanted.